Event description:
#Medwatcher #(B)(4). Immense pain from the moment the device was implanted. Pain has lessened with time but has never gone away. Symptoms were dismissed by doctor and attributed to interstitial cystitis. However the main indicating symptoms for ic did not start until the exact moment the device was implanted. Doctors continue to tell me that the pain I feel is not from the device/implant site. However all ic treatments and medications do not remove the pain that I have been told is my bladder, and not my fallopian tubes.

Event description:
(B)(4). So as a follow up, I still have essure and have had it for 2 1/2 years. I am now scheduled to have it surgically removed on (B)(6) 2015. After seeing many doctors, the consensus is that I do not have interstitial cystitis since I don't have most of the symptoms. My new gynecologist has ruled out any other causes for my constant pain, and agrees to remove essure. She does not promise the pain will go away, but is willing to try. All of my symptoms since essure are: constant pain (burning, pinching, radiating, stabbing) at the essure site, bladder pressure, joint pain, hair loss, constant urinary tract infections, low immune system and subject to viruses, and my body has stopped producing hormones so I have tons of anxiety and mood swings. My doctor has recently put my on bio-identical hormones and some of the anxiety and mood swings have subsided. Looking forward to essure being surgically removed.